Event description:
It was reported that during an unknown procedure, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with an ecr60w cartridge loaded on the device. The cartridge reload was received with the one piece sled assembled over the cartridge pan on the left proximal end. The returned reload was unfired. Upon further evaluation, the cartridge pan was noted damaged at left proximal end, making the reload non functional. Although no conclusion could be reached on why the one piece sled was out of position, pease note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device record was reviewed and no anomalies were noted during the manufacturing process.